Event description:
It was reported the subject device had "vision malfunction and camera tip overheating". There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed, however, olympus was not able to confirm the costumer failure of "camera tip overheating". In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged and the light guide (lg) bundle of the video cable section is broken and therefore the light transmission is lost or too low based on the results of the investigation, it is likely the vision malfunction occurred due the damaged video cable of the lg-bundle. Additionally, a definitive root cause of the distal end could not be identified. Olympus will continue to monitor field performance for this device.